Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient underwent the second step of their procedure two days ago and had just taken their first shower in two and a half weeks. The patient described feeling a slight buzzing sensation on the left side of their right buttock, which can extend to the vaginal area. Patient mentioned that these sensations are not overwhelming nor uncomfortable. Stimulation expectations were reviewed during the call. The patient noted they have arthritis in their lower spine, which doesn't go away, but their chronic pain has substantially lessened since they received the implant. The patient stated that they think that the stimulation was also aiding in the transmission of pain to their brain and mentioned reading medical journals that suggest this could be part of the sacral nerve stimulation process. They were thrilled with this improvement and were eager for the therapy to continu e working because it enhances their quality of life. The patient was advised to consult their healthcare provider (hcp) for further evaluation and assistance.